Event description:
The surgeon reported a case of minimal distortion of the corneal incision, caused by heat. The surgeon had no info available on which handpiece was used in this case, but he remarked that problems have been occuring with different handpieces. No suture was needed after the procedure and there were no complications to the pt. Additional info received from the surgeon confirmed that the handpieces are being cleaned using a miele labwasher and then steam cleaned at the operating room.

Manufacturer narrative:
The company service rep examined the system and the handpieces and all were found to be conforming. The company sales rep reviewed the parameter settings and found them within recommendations. Furthermore, the system has been used in other hospitals since without causing any problems. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, nov 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.